Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that while on a cruise, a person with diabetes (pwd) reported a ¿line blocked¿ alarm from the device, along with a blood glucose (bg) level exceeding 400 mg per dl. Emergency services were not required. The pwd initially attempted to resolve the issue using the current cassette, but the alarm persisted. The issue was ultimately resolved by replacing both the cassette and the infusion set. The pwd typically inserts infusion sets in the abdominal area and uses alcohol for site cleaning. Due to an allergy, skin-tac cannot be used. There was no patient injury/adverse event.